Manufacturer narrative:
A leica field service engineer (fse) attended the laboratory on (B)(4) 2015 in order to investigate the circumstances involved in this complaint. The fse noted that both bottle 1 (formalin) and 2 (formalin) were filled above the maximum (max) level marked on the bottle; and the liquid level sensors in both retort a and b were very dirty. The fse checked all tubing and fittings; ran a remote fill/drain for both bottles 1 and 2 to both retort a and b and performed a quick clean run in both retort a and b. No formalin leak was detected; and the instrument was found to be operating within specification. The fse also demonstrated to the complainant how to clean the liquid level sensors. Evaluation of the instrument logs by global technical support found that the instrument response of the liquid level sensors in both retort a and retort b to fil land drain cycles was within the design specification. Investigation of this complaint found that the instrument was operating within specification. The findings suggest that daily cleaning of the liquid level sensors is not being completed per the manufacturer recommendation detailed in section 7.2 of the leica peloris/peloris 11 user manual entitled "daily tasks".

Event description:
Leica biosystems received a complaint regarding a formalin smell and leaking of fluid into the drip tray. The complainant did not indicate that the quality of tissue processing for any patient samples had been adversely impacted by circumstances involved in this complaint.